Event description:
A laser ablation case was performed with the aid of the brainlab cranial 2.1 navigation software. During the procedure, the surgeon performed the initial registration of the pt (matching of virtual display of patient image data and actual patient anatomy). Verified the accuracy of registration on several landmarks and accepted the registration. Placed the visualase "screw-on guide" with the aid of the brainlab varioguide. Inserted the flexible visualase probe through the "screw-on guide" into the brain. The post-operative scan showed a shift of 8.5mm. According to the surgeon, the patient suffered from a facial numbness (due to the heat of the visualase probe affecting the trigeminal ganglion). The surgeon is waiting for the facial numbness to fade away naturally. No corrective surgeries are planned.

Manufacturer narrative:
According to the surgeon, the pt suffered from a facial numbness (due to the heat of the visualase probe affecting the trigeminal ganglion). The surgeon waits for the facial numbness to fade away naturally. No corrective surgeries are planned. Nonetheless, a risk to the pt's health could not be excluded for these specific circumstances, since the visualase probe was placed in another position as intended, with the brainlab device involved. A comprehensive investigation by brainlab regarding the corresponding event and use of the brainlab device is currently still ongoing, also in cooperation with the surgeon. According conclusions following the completion of the brainlab investigation are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of the investigation.